Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The cse upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications. Covidien reference: (B)(4).

Event description:
A report received from (B)(6) stated an 840 ventilator failed the power on self test (post) while being used on a pt. The ventilator was reported to be set in bilevel mode. There was no report of pt harm as a result of the event.